Event description:
The patient's mother reported that the patient could not move their left arm. The patient went to the ER to have this event and others assessed. The patient's mother indicated that the patient's range of motion with left arm is still limited but surgeon mentioned this was due to having to cut more of the pectoralis muscle during generator replacement due to the presence of scar tissue. No other relevant information has been received to date.